Event description:
No additional information is available.

Manufacturer narrative:
DHR review: the complaint lot#1227303, sku is (B)(4), assembly in suzhou plant1 on 2021. Oct. 09, a planned quantity of this lot is 24000ea. Review the in-process test record and outgoing test report, all test results meet the product specifications, no abnormal found. Review the product assembly record, no non-conformities, deviations or rework activities for this lot. Return sample analysis: no pictures provided showing defect feature. No samples returned. Retain sample analysis: sampling 2ea from the retain sample of the same lot to check product appearance, no defect detected, leakage test result is within specification as well. Possible cause analysis: based on the reported information, damage is detected on tubing and cause a leakage, the possible reason is as below: 1. The raw material has defect. 2. Component damage happened during assembly. Current manufacture process has taken control procedures as below to protect this kind of possible risk: 1. 100% common inspection is performed during each process station start from tubing bonding process. 2. Common inspection is performed during packaging process. 3. Qc sampling check will inspect the component appearance and do leakage test. Conclusion: we cannot identify which step causes the damage or it's a raw material defect. The retained sample appearance inspection and leakage test is performed, no defect detected, with this we cannot decide the root cause, only analyze possible reasons.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima w/y adapter yel 24ga x .75i - catheter defective / damaged productcomplaint - customer called to report that they have experienced leakage using the saf-intima, a couple of times there has been instances where the tubing after being clamped has a perforation leading to leakage of blood and medication. Doe - ongoing, unused samples available, no pt harm reported. Ref 383313, lot 1227303.